Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the transfer pump motor, fill valve, power supply, and power supply fuses were replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A hemodialysis user facility's biomedical technician (bmt) reported that the recirculation motor was not running, the power supply was discolored, and the solenoid fill valve was burnt. This event occurred during a machine evaluation for component failures. There was no patient involvement or adverse impact related to this event. The bmt replaced the transfer pump motor, the fill valve, the power supply, and fuses to resolve the issue. The gran mixer has been returned to service without any further issues.